Event description:
It was reported that during a procedure, the patient was sedated under monitored anesthesia care (mac). It was noted that the patient had a big belly and hard time breathing. The patient was flipped over and the physician decided to abort the case. The patient was stable postoperatively and there were no further issues.

Manufacturer narrative:
At this time the returned device is currently undergoing technical analysis and the investigation is not yet complete.

Event description:
It was reported that during a procedure, the patient was sedated under monitored anesthesia care (mac). It was noted that the patient had a big belly and hard time breathing. The patient was flipped over and the physician decided to abort the case. There was also an issue with the probe not being recognized by the generator, so a second probe was opened. However, no ablation was performed prior to the aborted procedure. The probe issue was not related to the cause of the aborted procedure. The patient was stable postoperatively and there were no further issues.

Manufacturer narrative:
The returned probe was analyzed, however, the technical analysis was unable to confirm the reported observation with testing of the product return. The probe placement was detected when connected into both the generator and the phantom gel. A simulated ablation was completed without any anomalies. The probe exhibits normal characteristics.

Event description:
It was reported that during a procedure, the patient was sedated under monitored anesthesia care (mac). It was noted that the patient had a big belly and hard time breathing. The patient was flipped over and the physician decided to abort the case. There was an issue with the probe not being recognized by the generator, so a second probe was opened. However, no ablation was performed prior to the aborted procedure. The patient was stable postoperatively and there were no further issues.